Event description:
The customer contact reported that during preventive maintenance testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.